Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module were replaced and returned for investigation. Simulated use test of the received o2 and air gas module has reproduced the described customer issue with high o2 concentration, oscillation was confirmed in the air gas module. The review of the returned device logs confirms the reported issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 and air gas module. It¿s been concluded that the solenoid has a contributing effect to these behaviors.

Event description:
During investigation of the received goods, the ventilator generated alarm for o2 concentration low. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The date in g4 was erroneously given as (B)(6) 2020. It has been corrected to (B)(6) 2020 based on new information that was discovered during investigation.